Event description:
The customer reported that there was no image on the left monitor. The customer attempted a reboot to restore with no success.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the monitor that showed a burn-in of the logo screen, and tested the system. He changed the display adapter and checked the p-6 connection and connections at monitor. The system is operating as intended.